Event description:
On (B)(6) 2012, event was reported to distributor. The following info was developed by alimed during telephone conversations and e-mails: the pt was in his bed with it in the lowest position and the head mechanism was elevated. The alarm had sounded earlier in the day. At approx 10:45 am, pt was found on the floor next to the bed. The alarm is said not to have sounded. It was determined the pt had a broken hip. The head mechanism was lowered so the pt could be placed into the bed and the alarm sounded. The pt was moved to another facility to have the hip repaired. The pt was recovering from the operation and died of a heart attack on (B)(6) 2012.

Manufacturer narrative:
Alimed was not provided a copy of the form filed by the facility with FDA although one was requested. Based on info developed, it would appear the sensor pad was trapped or crushed by the how it was placed with the head mechanism of the bed in the raised position. Info as to the placement of the sensor pad was requested but not provided. No one saw what happened. The pt was found beside the bed. Whether he fell out of the bed or stepped out of it and then fell, is not known.